Event description:
It was reported that during device change out, externalized conductors were observed. The lead was explanted and replaced. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.